Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material could not be identified although the foreign material was found to be silicone and presumed to be from an antifoaming agent or other drugs used in endoscopy rooms. The event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual: ¿chapter 3 preparation and inspection, 3.6 inspection of the endoscopic system¿ [inspection of the air-feeding function] 1. Set the airflow regulator on the light source to ¿high¿, as described in the light source¿s instruction manual. 2. Immerse the distal end of the insertion section in sterile water to a depth of 10 cm and confirm that no air bubbles are emitted when the air/water valve is not operated. 3. Cover the hole in the air/water valve with your finger and confirm that air bubbles are continuously emitted from the air/water nozzle. 4. Uncover the hole in the air/water valve and confirm that no air bubbles are emitted from the air/water nozzle. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the water supply of the evis lucera colonovideoscope failed. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
E1 establishment name: (B)(6) hospital. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the air/water supply volume did not meet the standard value due to clogging of the nozzle, the bending angle in the up direction and the play of the up/down knobs did not meet the standard value due to wear of the angle wire, the bending section adhesive was cracked, the suction cylinder was shaved, the control unit was discolored, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.